Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. The patient was still in the ER at the time of reporting. The patient's blood glucose levels reached >250 mg/dl while wearing the pod for an unknown amount of time. It was reported by the patient that the pdm (personal diabetes manager) was glitching, vibrating, beeping and was not able to deliver a bolus. Symptoms reported include coughing and feeling overall ill. No treatment was stated since the patient was still in the ER. The pod was worn when seeking medical attention. Additional information was solicited but unavailable.

Manufacturer narrative:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. The patient was still in the ER at the time of reporting. The patient's blood glucose levels reached >250 mg/dl while wearing the pod for an unknown amount of time. It was reported by the patient that the pdm (personal diabetes manager) was glitching, turning off, vibrating, beeping and was not able to deliver a bolus. Symptoms reported include coughing and feeling overall ill. The patient was treated with IV(intravenous) fluids and an insulin shot. The pod was worn when seeking medical attention.

Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. The patient was still in the ER at the time of reporting. The patient's blood glucose levels reached >250 mg/dl while wearing the pod for an unknown amount of time. It was reported by the patient that the pdm (personal diabetes manager) was glitching, turning off, vibrating, beeping and was not able to deliver a bolus. Symptoms reported include coughing and feeling overall ill. The patient was treated with IV(intravenous) fluids and an insulin shot. The pod was worn when seeking medical attention.